Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was unable to communicate with external devices during a lead revision (manufacturer report number 1627487-2020-4834, 1627487-2020-48344), ipg was placed into surgery mode prior to the procedure. Recovery efforts were successful and the ipg was able to provide therapy.